Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports replacing their patient programmer (pp) batteries because their implant seemed to have shut off. Patient saw the low ins battery screen after replacing pp batteries. Patient was able to communicate with ins and get to therapy screen at the time of the report. Patient confirmed implant battery level showed it was low and confirmed being on 4.0v. It was noted that the implant shutting off has been going on and off quite a bit lately. It was further explained that the patient noticed because they couldn't hold their bladder. Patient states they really noticed bladder issue today and seems like they have to turn stimulation up a little more. Patient will follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they saw a lightning bolt and there "was an indication of no battery life in the other part." The cause was unknown. The device turning off issue had not yet been resolved and the patient had an appointment scheduled with their physician on (B)(6) 2017. Patient reported they had no control of their bladder at all. Patient's programmer did not show end of service (eos), but just the low battery icon and lightning bolt. No further complications anticipated.